Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the resistance and stent deformity was not determined. Catheter resistance occurred in the middle segment. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr stent could not be pushed in the rebar microcatheter and the tip end of the stent was slightly deformed. The patient was undergoing surgery for treatment of an acute large artery occlusion. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was seven hours. It was reported that when the surgeon was performing a mechanical thrombectomy for acute m1 artery occlusion, the microcatheter rebar was already in place. When delivering the solitaire fr stent in the rebar, the stent could not be pushed in the microcatheter. After withdrawing the fr stent, it was found that the tip end of the stent was slightly deformed. For the patient's safety, the surgeon replaced the new fr and completed the operation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.